Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). Based on the conversation with the biomed, the rse determined that the speaker would need to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided information on ordering a replacement speaker to resolve the issue, and the customer is taking responsibility for servicing the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the sure signs vs3 nbp, spo2, rec device indicating that there was a speaker malfunction error message, and the speaker was not producing sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.